Event description:
Customer called in to report a pod that did not seem to be working properly and she experienced high bgs (297 to 348 mg/dl). The system did not alarm to indicate a problem. She deactivated the pod and activated a new one. Returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.